Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring 125 ohms. In addition, high thresholds and high pacing impedances were observed. It was noted the impedances had gradually increased and boston scientific technical services (ts) discussed it could be due to calcification around the coils. Ts discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring 125 ohms. In addition, high thresholds and high pacing impedances were observed. It was noted the impedances had gradually increased and boston scientific technical services (ts) discussed it could be due to calcification around the coils. Ts discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that a revision procedure occurred due to normal battery depletion (nbd). Ts discussed performing commanded shock testing during the procedure. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.